Event description:
Trinity / revival revision of the stem, biolox delta ceramic head and ecima liner after 2 months due to a peri-prosthetic fracture of the hip. It was stated in the event report that the patient had a fall post-op.

Manufacturer narrative:
Case-(B)(4) initial report. Additional information including: x-rays (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and whether the explanted devices are available for examination has been requested, and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information including: x-rays (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol and whether the explanted devices are available for examination was requested in order to progress the investigation of this event, however this information was not provided. The appropriate device details were provided, and the relevant manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that could have caused or contributed to the reported event. Based on the above, no further investigation may be conducted. The root cause of this event is not determined. This case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / revival revision of the stem, biolox delta ceramic head and ecima liner after 2 months due to a peri-prosthetic fracture of the hip. It was stated in the event report that the patient had a fall post-op.